Event description:
Patient was revised to address subsidence of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.